Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an alert for high pacing lead impedance. In clinic, normal impedance was measured initially but increased to greater than 2600 ohms when the patient was standing. X-ray revealed no lead anomalies. The patient would be monitored.